Event description:
It was reported by the affiliate that the surgeon could not detach stapler from the skin after firing. Staples were stuck between the skin and stapler. The ot sister randomly took out another skin stapler from the same batch to test and the incident occurred again. Opened another device to complete the case. There was no adverse pt outcome.